Manufacturer narrative:
The consumer reported immediate extraction site, time of loss in relation to prosthetic restoration was up to 1 year after, primary stability was achieved, osseointegration was achieved.

Event description:
The consumer reported immediate extraction site, time of loss in relation to prosthetic restoration was up to 1 year after, primary stability was achieved, osseointegration was achieved.